Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 07-sep-2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. Further inspection of the cartridge revealed that there was no viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd) was used; additionally, no residue was identified inside of the lens module. Manipulating the plunger rod revealed that there was resistance when advancing and retracting the plunger rod around the neck of the cartridge. The lens module was opened; however, no further evaluation was performed. No iol was received as part of this return. The handpiece evaluation concluded that the device was correctly assembled and the pushrod was observed centered. The possible reason for the lens damage condition (small crack) could not be determine as the lens was not returned for evaluation. The complaint issue of difficult to use was not confirmed. The complaint issue of lens damaged could not be confirmed due to no lens being returned for evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the screw was tighter than usual, and the advancement of the the intraocular lens (iol) did not feel like usually. Therefore another lens used. However, the other unit also had an issue. The customer removed the initial lens from the preloaded unit and found a small crack at the base of the haptic. The reporting physician decided that the lens was still viable and after placing it in the platinum injector was successfully implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.